Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon fired the device and the clip dropped off of the end of the applier and into the patient. They removed it with graspers and used another clip applier to complete the procedure. There was no patient consequence reported.